Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/28/2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio output could not be determined. A root cause could not be determined.